Event description:
The customer reported the air/water channel of the evis lucera ultrasonic bronchofibervideoscope was leaking. The issue was found when preparing the device for use in a diagnostic procedure. A similar device was used to complete the procedure with no delay. The device was returned for evaluation. During inspection, the following reportable malfunction was found that instrument channel port is missing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the image was scratched and shadowed by a broken charged couple device; the grip was scratched; electrical connector and ultrasonic connector had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event of a gap, looseness, deformation, scraping ,rattling, detachment, tilting in the instrument channel port was confirmed. The cause of the event could not be identified, therefore no definitive root cause could be determined. It is likely physical stress was applied to insertion section during user handling. Olympus will continue to monitor field performance for this device.